Event description:
It was reported that the patient presented for an implant procedure. During lead positioning, the right atrial (ra) lead dislodgement was noted after the stylet was removed from the lead and resulted in high capture threshold. Multiple repositioning attempts were done but the lead repeatedly dislodged. The ra lead was not used and replaced. The patient was in stable condition.